Event description:
The original procedure was successfully performed on (B)(6) 2015. On (B)(6) 2015, the co became aware that the post CT scan performed on (B)(6) 2015 revealed the left internal iliac artery was occluded. Second device: (B)(4), lot number bz55664-1, exp date 21 october 2016, manufacture date 10/2014. (B)(4).

Manufacturer narrative:
(B)(4). A full review of the device history records has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no info to suggest that the device has not met the final release criteria. "Occluded lumen" is listed under (B)(4). No further updates required. There is no evidence to suggest the device has not worked as intended.